Event description:
It was reported groshong single lumen PICC catheter bard had a hole in 45 cm, when filled with sf 0.9%. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0050 showed one other similar product complaint(s) from this lot number.